Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to bring their usb charging cable while out of town and subsequently could not charge the pump. The pump battery fully depleted as a result. During troubleshooting, tandem technical support confirmed the proper succession of low power alerts and the low power alarm occurred prior to the pump shutting off. The customer obtained an alternate usb cable and was able to turn the pump back on. The customer's blood glucose (bg) level was 399 (mg/dl). A manual injection was delivered to address bg level. It was confirmed the customer was able to successfully resume insulin via the pump.